Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient has cholangiocarcinoma and pancreatic cancer. The indication for the procedure was to treat a mid-common bile duct stricture. The patient's anatomy was not tortuous, nor was it dilated prior to the stent placement. During the ercp procedure, the guidewire would not exit at the rapid exchange port. After several attempts, the guidewire finally exited into the common bile duct; however, it was reported that the outer sheath "snapped" at the rapid exchange port. In the physician's assessment, there is no alleged issue with the guidewire. As a result, the stent was unable to be deployed. The device was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient has cholangiocarcinoma and pancreatic cancer. The indication for the procedure was to treat a mid-common bile duct stricture. The patient's anatomy was not tortuous, nor was it dilated prior to the stent placement. During the ercp procedure, the guidewire would not exit at the rapid exchange port. After several attempts, the guidewire finally exited into the common bile duct; however, it was reported that the outer sheath ''snapped'' at the rapid exchange port. In the physician's assessment, there is no alleged issue with the guidewire. As a result, the stent was unable to be deployed. The device was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of catheter broke. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the delivery system. The inner shaft was detached and partially exiting the guidewire access port. Functionally, when a 0.035 inch guidewire was inserted into the device, restriction was met at the guidewire access port where the inner shaft had detached. During an analysis, the outer sheath was unable to be retracted due to the break in the inner shaft. The shaft was dissected proximal to the guidewire access port, and both the inner shaft and stent were withdrawn. It was noted that the inner shaft had detached along its compressed area at 265 mm proximal to the distal tip (just proximal to the skived area). Additionally, the inner shaft was found to be kinked along its compressed area, from where it had exited through the guidewire access port. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.